Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 2.7, lab: 1.6 (roughly). "Caller alleged imprecision with inratio meter. Results as follows:" on (B)(6) 2011 inr = 2.1, retest inr = 1.2. Customer has had unusual results on other pts, too, but did not have data. No pt info available.